Event description:
It was reported that a tps handpiece cable was causing handpieces to overheat during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.